Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova, this report does not constitute an admission by anyone that the product described in this report has any;defects¿ or;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Programming history database review was performed showing high impedance on the patient¿s generator. Patient underwent lead replacement which resolved high impedance. No additional relevant information has been received to date. Explant product has not been received to date.

Manufacturer narrative:
D4. Lot#: correction - inadvertently did not include on the initial MDR submitted h4. Device manufacture date: correction - inadvertently did not include on the initial MDR submitted.